Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:right was attached to my bowel"), fallopian tube perforation ("perforation of organs/migration of essure device location of device: left punctured"), device breakage ("component of the implant coil was observable and as tiny 2 mm separate piece seen in a different location/possible fragmented") and pelvic infection ("infection (other) describe: pelvic") in a 42-year-old female patient who had essure (batch no. 919016,919016) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, bipolar disorder, visual impairment, anxiety, gravida ii and parity 2. Previously administered products included for an unreported indication: birth control nos, lamictal, klonopin and wellbutrin. Concurrent conditions included penicillin allergy, irregular menstrual cycle, dysfunctional uterine bleeding and bloating. Concomitant products included bupropion (wellbutrin) since 2008, clonazepam (klonopin) since 2008 and lamotrigine (lamictal) since 2008. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), uterine leiomyoma ("please describe: small uterine fibroid identified,"), abdominal pain lower ("lower abdomen"), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy), surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy) and surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, pelvic infection, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, uterine leiomyoma and alopecia outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the back pain and arthralgia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: (B)(6) 2012:transvaginal pelvic sonogram: results: on the eft, it appears that the proximal portion of the essure coil is within the intestinal portion of the uterus, extending into the proximal aspect of the left fallopian tube, visualization of the essure coil on the right is much more difficult to visualize. It appears that the proximal aspect of the coil was in the peripheral interstitial portion of the right fundus of the uterus and then possibly curves. Kub:impression: concern for malposition of the essure coil. The left appears unremarkable. (B)(6) 2015: x-ray order notes: patient has misplaced left essure coil t x-ray 11 for localization of 'misplaced essure coil. Test name: pelvic x-ray ap and lateral: abnormal findings and diagnostic imaging of body structures. Hysterosalpingohgraphy: abnormal findings and diagnostic imaging of body structures. (B)(6) 2012, (B)(6) 2013 and (B)(6) 2015: hysterosalpingogram: unilateral occlusion, the right coil perforated the tube and the left coil was secure and we should leave it. Essure removal dates: (B)(6) 2012, (B)(6) 2015 & (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal, menorrhagia, pelvic, rashes, migraines / headaches, fallopian tube perforation, nausea,dyspareunia (painful sexual intercourse), abdominal pain lower, hip pain , back pain, vaginal discharge, fatigue, weight gain, uterine fibroid & hair loss are added. Lot number & lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device:right was attached to my bowel"), fallopian tube perforation ("perforation of organs/migration of essure device location of device: left punctured"), device breakage ("component of the implant coil was observable and as tiny 2 mm separate piece seen in a different location/possible fragmented") and pelvic infection ("infection (other) describe: pelvic") in a 42-year-old female patient who had essure (batch no. 919016 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, bipolar disorder, visual impairment, anxiety, gravida ii and parity 2. Previously administered products included for an unreported indication: birth control nos, lamictal, klonopin and wellbutrin. Concurrent conditions included penicillin allergy, irregular menstrual cycle, dysfunctional uterine bleeding and bloating. Concomitant products included bupropion (wellbutrin) since 2008, clonazepam (klonopin) since 2008 and lamotrigine (lamictal) since 2008. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), uterine leiomyoma ("please describe: small uterine fibroid identified,"), abdominal pain lower ("lower abdomen"), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy), surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy) and surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, fallopian tube perforation, device breakage, pelvic infection, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, uterine leiomyoma and alopecia outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the back pain and arthralgia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: (B)(6) 2012:transvaginal pelvic sonogram: results: on the eft, it appears that the proximal portion of the esure coil is within the intestinal portion of the uterus, extending into the proximal aspect of the left fallopian tube, visualization of the essure coil on the right is much more difficult to visualize. It appears that the proximal aspect of the coil was in the peripheral interstitial portion of the right fundus of the uterus and then possibly curves. Kub:impression: concern for malposition of the essure coil. The left appears unremarkable. (B)(6) 2015:x-ray order notes: patient has misplaced left essure coil t x-ray 11 for localization of 'misplaced essure coil. Test name: pelvic x-ray ap and lateral: abnormal findings and diagnostic imaging of body structures. Hysterosalpingohgraphy: abnormal findings and diagnostic imaging of body structures. (B)(6) 2012, (B)(6) 2013 and (B)(6) 2015: hysterosalpingogram: unilateral occlusion, the right coil perforated the tube and the left coil was secure and we should leave it. Essure removal dates: (B)(6) 2012, (B)(6) 2015 & (B)(6) 2016 . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (fu ptc declined by qa (no valid batch, no new ptc information)). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic infection ("infection (other) describe: pelvic"), fallopian tube perforation ("perforation of organs/migration of essure device location of device: left punctured"), device breakage ("component of the implant coil was observable and as tiny 2 mm separate piece seen in a different location/possible fragmented") and device dislocation ("migration of essure device location of device:right was attached to my bowel") in a 42-year-old female patient who had essure (batch no. 919016 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included asthma, bipolar disorder, visual impairment, anxiety, gravida ii and parity 2. Previously administered products included for an unreported indication: birth control nos, lamictal, klonopin and wellbutrin. Concurrent conditions included penicillin allergy, irregular menstrual cycle, dysfunctional uterine bleeding and bloating. Concomitant products included bupropion (wellbutrin) since 2008, clonazepam (klonopin) since 2008 and lamotrigine (lamictal) since 2008. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 day after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions type: rashes") and alopecia ("hair loss"). In (B)(6) 2015, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea") and fatigue ("fatigue"). On (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), uterine leiomyoma ("please describe: small uterine fibroid identified,"), abdominal pain lower ("lower abdomen"), back pain ("lower back pain") and arthralgia ("hip pain"). The patient was treated with surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy), surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy) and surgery (on (B)(6) 2012 ,(B)(6) 2015, (B)(6) 2016 bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic infection, fallopian tube perforation, device breakage, device dislocation, vaginal haemorrhage, menorrhagia, rash, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, uterine leiomyoma and alopecia outcome was unknown, the pelvic pain and abdominal pain lower had resolved and the back pain and arthralgia was resolving. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, device breakage, device dislocation, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic infection, pelvic pain, rash, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: (B)(6) 2012:transvaginal pelvic sonogram: results: on the eft, it appears that the proximal portion of the esure coil is within the intestinal portion of the uterus, extending into the proximal aspect of the left fallopian tube, visualization of the essure coil on the right is much more difficult to visualize. It appears that the proximal aspect of the coil was in the peripheral interstitial portion of the right fundus of the uterus and then possibly curves. Kub:impression: concern for malposition of the essure coil. The left appears unremarkable. (B)(6) 2015:x-ray order notes: patient has misplaced left essure coil t x-ray 11 for localization of 'misplaced essure coil. Test name: pelvic x-ray ap and lateral: abnormal findings and diagnostic imaging of body structures. Hysterosalpingohgraphy: abnormal findings and diagnostic imaging of body structures. (B)(6) 2012, (B)(6) 2013 and (B)(6) 2015: hysterosalpingogram: unilateral occlusion, the right coil perforated the tube and the left coil was secure and we should leave it. Essure removal dates: (B)(6) 2012, (B)(6) 2015 & (B)(6) 2016. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: device breakage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and perforation ("perforation of organs") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (surgery to remove essure implant on (B)(6) 2012 and (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, perforation and pelvic pain outcome was unknown. The reporter considered device dislocation, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.